Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, patient experienced abdominal pain and pneumoperitoneum. The patient was treated with buscopan 1x1 IV and diclomec 1x1 im for pain. The hospitalization was prolonged due to the event. On (B)(6) 2017, the abdominal pain continued and patient experienced discharge from stoma site. The patient did not tolerate peg-j tube. The peg-j tube was removed and duopa treatment was stopped.